Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was treated for fractures of both legs on an unknown date. One consolidation, the other failure nailing, no infection. First plate ruptured previously, so a new plate was placed on (B)(6) 2012. Reportedly a rupture of the second plate was seen on (B)(6) 2012 and confirmed on (B)(6) 2013. This complaint is for the second plate which is still in the patient. Removal of the plate is planned for (B)(6) 2013. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device removal scheduled for (B)(6) 2013. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Determined from review of device history records. Placeholder.

Manufacturer narrative:
An investigation was conducted and it states that the raw material inspection sheets and the manufacturing papers showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material is in compliance with the international standards. The dimensions were found to be in compliance with the technical drawing and ao/asif specifications. Based on the topography of the fracture surface, the implant was subjected to dynamic bending loads. Constantly alternating load cycles led to the fatigue of the material, then to a first crack and finally to the overload, respectively to the fatigue fracture. The implant could not resist the applied force which finally led to the material overload/fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.